Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in (B)(6) 2009 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient underwent the concurrent procedures of anterior repair with graft, posterior repair with graft, and perineoplasty during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, bleeding, recurrence and dyspareunia. It was reported that the patient underwent trimming procedures on (B)(6) 2009, (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 due to erosion, pain and bleeding. The patient underwent excision of exposed mesh on (B)(6) 2011 due to chronic mesh exposure, pain and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03657. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent anterior vaginal wall repair with anterior urethral and bladder sling procedure on (B)(6) 2012 by dr. (B)(6) due to cystocele both obstructive as well as with stress incontinence at (B)(6).

Event description:
It was reported that patient underwent anterior vaginal wall repair with anterior urethral and bladder sling procedure on (B)(6) 2012 by dr. (B)(6) due to cystocele both obstructive as well as with stress incontinence at (B)(6).

Manufacturer narrative:
Additional information